Event description:
It was reported during a laparoscopic hernia repair on an unknown date the eas staples were not closing and were falling out of the jaws of the device. Every third or fourth staple would not close or would fall into the peritoneum. The staples were not recovered. This occurred with a total of three eas devices. A fourth device was opened to complete the case. There was no consequence to the patient.